Event description:
It was reported that during follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The oversensing was reproduced with isometrics. Programming changes were made and resolved the oversensing. Patient was stable and will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.